Event description:
It was reported that the patient had been hospitalized with hypoglycemia. It was reported that the patient's blood glucose levels decreased to 40 mg/dl while wearing the pod for longer than 48 hours. The patient reports feeling pain at the pod infusion site and noticing that the pods needle had not retracted upon initial activation. In addition the pod failed to adhere and reportedly fell off the infusion site, causing the cannula to dislodge. No information is available as to the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. In addition we are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.